Event description:
The complainant reported that the patient had a gastrostomy tube placed and three days later, the balloon ruptured and the tube fell out.

Manufacturer narrative:
The device reported is an abbott product that is marketed internationally which is the same or similar to a device that is marketed domestically.